Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 557 mg/dl, which was treated for with the insulin pump. Upon troubleshooting, the customer's wife stated that insulin did exit the tubing during the manual prime, no leak was found, and the insulin pump passed the high pressure test. Advised that the insulin pump was working as designed. Advised the customer to change the entire infusion set, reservoir and insulin. Also advised the customer to rotate to a different insertion site. Nothing further reported.